Event description:
The hosp reported that the pt was undergoing a transvenous pacing electrode placement and had to be transferred to the or for surgical removal of the sheath and pacing electrode. St jude medical, daig div has requested add'l info from the hosp.